Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which could not confirm the reported issue. The cause of the frequent occlusion alarms was not confirmed. However, testing found a detached downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
It was reported that the pump frequently triggered an occlusion alarm, which could not be resolved. The status of the product at the time of event was before infusion. There was no patient involvement or harm.